Manufacturer narrative:
Cartridge return has not yet been received for evaluation, therefore, exact cause of reported leak cannot be determined at this time. Investigation of similar reports from this cartridge lot concluded that the leak was most likely associated with a potential misalignment of the fluid management pathway within the cartridge as well as certain lots of pvc films used in cartridge manufacturing that may have been less robust. The user guide includes the following warning, "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck patient vascular access and all fluid lines, connections and clamps. Secure the blood access device to the patient. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak can not be resolved. "Nxstage has initiated a voluntary recall of the affected cartridge lots. No permanent serious injury occurred. Event reviewed with facility staff. If additional information becomes available when cartridge is returned, a follow-up report will be submitted.

Event description:
A fluid leak was observed during a routine dialysis treatment. Patient reported feeling lightheaded after standing up. Treatment was discontinued and blood rinsebacked. A saline bolus of 1000cc was administered and patient reported feeling better. Estimated weight removed was a 3.0kg with a target weight removal of 1.5kg resulting in an excess of 1.5kg weight removed. No additional medical intervention was required.